Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - ni. Date explanted - ni. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01559 / 01561). Product location unknown.

Event description:
Patient underwent a right knee revision procedure due to unknown reasons.